Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient presented to the hospital for follow-up after experiencing symptom of heart failure. It was discovered that the lead had dislodged via review of x-ray. Loss of sensing was also noted. The lead was explanted and replaced. Patient was in stable condition throughout.